Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent had prematurely deployed during the procedure. The stent was not returned for inspection, however, investigation findings the stent delivery wire was noted to be kinked and blood was present in the introducer sheath indicating that the stent was deployed prematurely during use. Additional information indicates no damage was noted to the device/packaging before attempting to use the device. The reported issue is covered in the device directions for use and risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided, a most probable cause of handling damage will be assigned to the investigation, as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
Analysis of the returned device found the stent had deployed prematurely during use. There was no clinical consequence to the patient due to this event.